Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 959210) inserted for female sterilisation. Medical conditions: essure confirmation test conducted (as per pfs) result: total bilateral occlusion. Previously administered products included for an unreported indication: mirena iud. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted for insertion date of essure as per pfs it was reported (B)(6) 2012 and as per mr it was reported (B)(6) 2012. Right side- 1 trailing coil, left side- 4 trailing coils. Patient underwent essure confirmation test - total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Lot number: 959210; manufacturing date: 2012-03; expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 959210) inserted for female sterilisation. Medical conditions: essure confirmation test conducted (as per pfs) result: total bilateral occlusion. Previously administered products included for an unreported indication: mirena iud. On ultrasound guided 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on ultrasound guided 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted for insertion date of essure as per pfs it was reported (B)(6) 2012 and as per mr it was reported (B)(6) 2012. Right side- 1 trailing coil, left side- 4 trailing coils. Patient underwent essure confirmation test - total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received- previously reported event ¿injury nos¿ replace by¿ medical device removal¿, historical drug ,lab data,reporter information, lot no added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.